Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a doctor that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer had their settings reprogrammed and went low that night, but did not go to the hospital. The customer was at 176 mg/dl at the time of the call. The customer used food and was given d50 to treat. The customer experienced did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The customer may have been over delivering and not waiting to see if the pump was working. The insulin pump will not be returned for analysis.